Manufacturer narrative:
The devices will not be returned. Additional suspect medical device components involved in the event: model: rfk-c101020s-p, lot: unknown, description: rfk cannula 100 mm, 10 mm tip, 20 g, sharp, curved 10/pk. Model: csk-tc10, lot: unknown, description: csk tc electrode, 10 cm. Model: csk-tc15, lot: unknown description: csk tc electrode, 15 cm.

Event description:
A report was received that a few patients have experienced a reaction at the insertion point where the cannula was inserted into the patient. The puncture sites were raised, had reddened, and were sometimes very itchy. The physician does not know if the reactions are device related. It is not known if medical intervention was provided. No further information can be obtained.